Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. This emdr represents the perfix plug (device #2). An additional supplemental emdrs were submitted to represent the perfix plug (device #1) & 3d max (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per operative notes, ¿the large hernia sac was identified in right inguinal region and dissected. A perfix plug (device #1) was placed and sutured. The same procedure was performed at left inguinal region and implanted with perfix plug (device #2).¿ (B)(6) 2017 - patient was diagnosed with recurrent bilateral inguinal hernia with pain thereby underwent laparoscopic repair with partial excision of mesh (device #1) and complete excision of mesh (device #2) with implant of 3d max (device #3 & #4). Per operative notes, ¿the plug in right side expanding to the direct space was partially removed, remaining portion adherent to fascia was left in place. The hernia defect was repaired with a large 3d max (device #3) and tacked. The plug on left side migrated to pubic bone was removed entirely. A direct hernia was repaired with a 3d max (device #4) and tacked.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2011) is considered to be a best estimate. H11: this supplemental emdr is submitted to correct imdrf annex a code and initial reporter facility name. Corrected fields: h6 (imdrf annex a code), e1 (initial reporter facility name). This supplemental emdr represents the perfix plug (device #2). Additional supplemental emdrs were submitted to represent the perfix plug (device #1) & 3dmax (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011: patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per operative notes, ¿the large hernia sac was identified in right inguinal region and dissected. A perfix plug (device #1) was placed and sutured. The same procedure was performed at left inguinal region and implanted with perfix plug (device #2).¿ (B)(6) 2017: patient was diagnosed with recurrent bilateral inguinal hernia with pain thereby underwent laparoscopic repair with partial excision of mesh (device #1) and complete excision of mesh (device #2) with implant of 3d max (device #3 & #4). Per operative notes, ¿the plug in right side expanding to the direct space was partially removed, remaining portion adherent to fascia was left in place. The hernia defect was repaired with a large 3d max (device #3) and tacked. The plug on left side migrated to pubic bone was removed entirely. A direct hernia was repaired with a 3d max (device #4) and tacked. ¿